Event description:
It was reported that a button was not responding on the customer's insulin pump. No significant events leading up to the issues were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 367 mg/dl and she was treated with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.